Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to toggle between the alphabetic and numeric keypads on the touch screen. At the time of the report with tandem technical support the touch screen was functioning as intended. There was no impact to the customer¿s blood glucose.